Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.